Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil to the target location using a non-penumbra microcatheter, however, the physician noticed that the smart coil was not taking its intended shape, despite the physician attempting to reposition it. It was reported that the smart coil was remaining straighter and wavy. The smart coil was therefore removed, and the procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 35.0, 82.0, and 101.0 cm from the proximal end. The embolization coil was intact on the proximal end of the pusher assembly. Conclusion: evaluation of the returned smart coil revealed that the embolization coil took shape. During the functional test, the returned smart coil was advanced through a demonstration microcatheter and out of the distal without issue. When exiting the distal tip of the microcatheter, the embolization coil took its intended shape. The root cause of the reported complaint could not be determined. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. These kinks were likely incidental to the reported issue and may have occurred due to the packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.